Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 24-25, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusors underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained flucloxacillin 12g in 230ml 0.9% sodium chloride. Further clarified that patient did not maintained the device at the same height as line insertion. Hence, the under infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.